Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer could not provide the exact value of their blood glucose level, however, the customer reported that they were "sure it was below 240 mg/dl". It was confirmed that the customer had an alternate pump available for insulin therapy.